Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va128dx implanted: (B)(6) 2017 product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was 6 weeks poster operation and her incision never healed, the patient stated she could feel the device moving and twisting, and on (B)(6) , when she was getting in the shower she could see the silver of the implantable neurostimulator (ins) through the unhealed incision. The patient noted part of the incision was not healing, and after surgery she had a lot of pulling, bleeding, and drainage and the ins felt bumpy like on the surface. The healthcare professional (hcp) did check after bleeding said that it was normal and the wound was clean. The patient mentioned that she had residual pain after implant at the lower hip on the ins side of the body. The patient noted they had talked to the nurse about it a week prior to the call and it was discussed that possibly the pocket was not deep enough. The patient noted they had talked to the nurse, but the doctor was out of town, and she was scared and did not know what to do. The patient was fearful of getting an infection from the open incision. It was noted the hcp did not approve short term disability so the patient went back to work 2 days after. It was noted it was causing discomfort at the ins location. There was no sign of infection. The patient had been to the hcp after implant and it was confirmed there was no infection, and the wound was clean. The patient did not report any signs of infection, but stated she was worried about getting one. Additional information from the hcp via manufacturer representative (rep) reported the ins was explanted on (B)(6) . The rep noted the ins was extruding through the skin and both the battery and lead were explanted. The rep noted that no diagnostics were performed. The rep noted the issue was resolved at the time of the report. The rep stated that surgical intervention had occurred and the patient had the ins removed, it was extruding through the skin 8 weeks after implant. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.